Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no reported impact to the customer¿s blood glucose level. The customer declined to troubleshoot the issue further, and no additional information was received regarding the corrective actions or outcome of the event.